Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The reported complaint of iabp helium loss 2 alarms is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the registered nurse (rn) has been receiving possible helium loss 2 alarms for 20-minutes. A competitor's iab and adaptor were used for the driveline. The rn stated that during troubleshooting on the pump, she "tightened and checked" the helium tank and when she went to restart, the psi went from 300 to 0 immediately. There is no blood noted in the driveline. As a result, the console was swapped for another. The nurse has not received any alarms on the second pump. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the registered nurse (rn) has been receiving possible helium loss 2 alarms for 20-minutes. A competitor's iab and adaptor were used for the driveline. The rn stated that during troubleshooting on the pump, she "tightened and checked" the helium tank and when she went to restart, the psi went from 300 to 0 immediately. There is no blood noted in the driveline. As a result, the console was swapped for another. The nurse has not received any alarms on the second pump.there was a report of delay in therapy. There was no report of patient complications, serious injury or death.